Event description:
It was reported that revision surgery was performed due to a fracture of the device.

Manufacturer narrative:
These excessive cyclic stresses may be caused by any number of conditions. No material deviations were found in this investigation.